Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Three episodes of noise which triggered anti-tachycardia pacing were noted during a follow-up appointment. The physician suspected the episodes were caused by patient factors (myopotentials). Imaging was performed and the lead appeared intact. The device was reprogrammed. During an unrelated procedure, the device was interrogated and no additional episodes were noted. The lead remains implanted and the patient is well.